Manufacturer narrative:
(B)(4). Results: endoleak. Disease progression; neck dilatation. Covering/snorkeling renal arteries and sma. Conclusions: endoleak. Disease progression; neck dilatation. Covering/snorkeling renal arteries and sma.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient was not a surgical candidate. Although the stent graft system successfully excluded the aneurysm when it was first implanted, the physician commented that there was concern about the potential for endoleaks to develop. Two months post-implant a large proximal type I endoleak with aneurysm enlargement was discovered. The cause was reported to be disease progression. The physician attempted to treat the endoleak with a 36x36x49 cuff. Due to disease progression with neck dilatation, the cuff was placed over both renal arteries and the sma, up to the celiac trunk. A snorkel was placed in the right renal artery and sma to preserve blood flow. The left renal artery was diseased and had minimal bloodflow, so the physician elected to not place a snorkel stent in this artery. After placing the cuff, a small proximal type I endoleak remained which may be due to the snorkels. The physician decided to end the procedure and monitor the patient. No additional clinical sequelae were reported, and the patient is fine.